Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition, it was reported that customer was using off-label insulin. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit with a blood glucose level of 490 mg/dl and ketones. Customer received IV and fluids of saline and insulin. Customer was discharged from the hospital one day later with the issue resolve and no permanent damage. Customer reverted to an alternate method of insulin therapy.